Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented feeling uncomfortable with the device. The physician found the device cover was damaged. No additional information was available.